Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, unable to power up, the device was offline. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a drawer board was defective. The field service engineer replaced the drawer board and tested to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.